Event description:
Pt underwent elective stent procedure of left iliac vein on (B)(6) 2017. Pt returned to the ER on (B)(6) 2017 with r/o chest pain and sob, CT scan of chest revealed a venous stent in the right ventricle and a vascular coil in right pulmonary artery; pt to ir for retrieval of foreign body; pt required open heart surgery to remove rest of foreign body in the right atrium. Open atriotomy on (B)(6) 2017: removal of the metallic stent pieces attached to the chordae tendineae and underside of the septal branch of the mitral valve inside the right ventricle.